Event description:
Info received indicates the brake will engage, but if the bed is bumped the brake pedal will pop out of brake.

Manufacturer narrative:
The technician replaced the brake detent assembly to repair the bed.